Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to ongoing elevated blood glucose (bg) levels ranging from the high 300s mg/dl to 625 mg/dl with a high level of ketones identified as dangerous. Intravenous insulin, saline, fentanyl, zofran, and benadryl were administered as treatment. Reportedly, customer left the ER 12 hours later with customer in stable condition (bg 257 mg/dl). Customer alleged that the pump's control iq feature was not functioning as intended; however, this could not be confirmed as customer declined troubleshooting. Tandem technical support reviewed pump history and no issues were found.